Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During the procedure, the device was deployed. The stability test that was performed was determined to be inadequate using the close method. The physician stated that the test seemed less efficient and the test disc was less "tracted." There was less traction felt than normal. There was no difficulty with positioning the device. There were not multiple manipulations of the device. The device was replaced with another 22mm amplatzer amulet left atrial appendage occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of less than normal traction during stability test was reported. It was reported that the stability test was performed and determined to be inadequate using the close method. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.